Event description:
It was reported that the solara2g wheelchair hublock foot assemble will not remain locked.

Manufacturer narrative:
We have received back the ack 1, however; did not receive the ack 2 or 3. The report was due on (B)(4) 2014 and was submitted on time.